Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 01/02/2024. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The black plastic covering on one end of the connector was observed to be missing, exposing, the inner portion of the cable. The other connector was observed to be intact with no visual defects. Based on the returned condition of the device as well as the evaluation results, the reported failure "connection problem", as well as the analyzed failure "break; collar" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, hemopro2 extension cable s/n: (B)(6) was difficult to remove from the housing of the hemopro 2 device. The attachment piece became dislodged and was reattached before sending for sterilization. The ext cable came back sterilized, but with the outer housing gone.